Event description:
The manufacturer received information alleging test flow fail. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging test flow fail. There was no harm or injury reported. During the evaluation of the device at third-party service center, the reported complaint issue was confirmed and error codes were found in the ventilator's downloaded error log. The device's blower assembly was replaced to address motor shutdown and motor flux magnitude runtime error codes . The system board was replaced to address mcl foc shutdown error code. Device passed all testing after replacement of parts.